Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence it was reported that  patient joked they should go to their doctor to have the system removed because they'd had so many problems with it. Patient confirmed they were making a joke about the difficult time they were having activating MRI mode but they also said that they'd had so many falls in the past that they kept needing to have imaging done. The patient said they fell once and they developed pain immediately after the fall so they went to the ER that same day and it was determined that "it" (an implanted system component, the patient did not specify which) had moved so they had to do a procedure and move "it" to the other side. The patient said then they fell again and had to have more imaging done however this time nothing had moved. Patient services attempted to ask the patient when they first fell but the patient did not answer and thanked patient services for their assistance and the call ended. They patient did say they had an appointment with their managing healthcare provider (hcp) on (B)(6) 2026.